Manufacturer narrative:
Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Rash on both legs [rash], itching on right foot [pruritis], tongue began to swell [swollen tongue]. Case description: spontaneous report received on 21-jan-2010 from a nurse practitioner, who was also the (B) (6) female patient, initials (B) (6), whose relevant medical history included: arthritis and an allergy to feathers. The patient received a single injection of synvisc-one into the right knee on (B) (6) 2010. Immediately after receiving the injection and while still in the physician's office, the patient experienced itching in her right foot, a rash on both legs, and tongue swelling. While still in the physician's office, the patient self-treated with benadryl, 100 mg, orally. She was then transported to the hospital emergency room where she was treated with a steroid injection and observed. Her swollen tongue had improved, but then began to worsen. It was reported that the patient's internist would be providing follow-up care, rather than the patient's orthopedist who had administered the synvisc-one injection. No further information was provided. As of the date of receipt of this report, the patient outcome was unknown. Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.